Event description:
Two days later the pt had a myocaridal infarction. Diagnostic cath showed patent stents in the proximal lad but a totally occluded 1st diag. This pt presented to cath with unstable angina, lvef 40% and 1-vessel disease. Pre-procedure medications included asa, beta-blockers, plavix and low-molecular weight heparin. Intra-procedure medications included angiomax. Pre-procedure cardiac enzymes were as follows: cpk =34, ckmb = <0.3, troponin = < .04. The ranges were cpk:30 - 170 u/l, ckmb:0 -2.37 ng/ml. Urgent pci was performed on 90% de novo lesion in the proximal lad of 18mm in length in a 3.0mm diameter vessel at a bifurcation at the main branch. The lesion was also described as having little to no calcification. The lesion was pre-dilated with a 3.0x15mm balloon before deploying two overlapping stents. First was a 3.0x18mm cypher at 12 atm and one 3.0x23mm cypher at 16 atm. Residual diameter stenosis measured 0%. Timi 0 and iii flows were recorded pre and post-procedure, respectively. The pt was discharged the following day. Post-procedure medications included asa, beta-blockers, statins, ace inhibitors and plavix (for twelve months). Post-procedure cardiac enzmes were ck = 38, ck-mb = <0.3 and troponin = 0.16. The following day, a major adverse cardiac event (mace) was reported when the pt had chest pain and serum markers were elevated. Cardiac enzymes were ck =33, troponin = 0.11, ck-mb = <0.3, and troponin = 0.07. This event was thought to be related to the index procedure. Diagnostic catherization indicated patent lad stents and a totally occluded small 1st diagonal branch that became occluded during the index procedure. The side branch occlusion was reported to have occurred after the placement of the second stent. There was no change in the other vessels compared to the prior cath. This was not to be related to the index procedure. No additional procedures were performed.